Event description:
The account alleged the side rail is broken and will not latch. No patient impact.

Manufacturer narrative:
The account found the shoulder bolt that screws into the side rail tube end is stripped. The account replaced the side rail tube end and shoulder bolt to resolve the issue.